Event description:
The user facility reported a 75-year-old male patient on an impella cp for mechanical circulatory support. While the patient was on impella cp support, the patient was going in and out of ventricular fibrillation requiring defibrillator shocks. The impella was found to be caught in the papillary muscle. While attempting to reposition the device, the impella cp was pulled back across the atrioventricular (av). The impella cp was reinserted. No patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.